Manufacturer narrative:
Additional info provided in h.3., h.6. And h.10. The company cartridge was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A non company iol and viscoelastic were indicated. The product investigation could not identify a root cause. The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Non company associated products were indicated. The reported complaint may be related to a failure to follow the IFU. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that, foreign material probably from the cartridge was seen in the iol and the foreign material was removed within the surgery. The surgery was completed.